Event description:
Health professional reported receiving erratic readings on their adc blood glucose meter. Health professional reported receiving readings of 37 mg/dl, "hi" (greater than 500 mg/dl), and 235 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. (B)(4).

Manufacturer narrative:
The reported product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory; however not all were obtained in a 10-minute timeframe.